Manufacturer narrative:
(B)(4) d10 - medical devices: tess glenoid cemented pe s3; item# p1700426; lot# unknown tess hum centred head 52mm; item# p1700140; lot# unknown tess hum stem small; item# p1700128; lot# unknown g2 - foreign: france multiple MDR reports were filed for this event, please see associated reports: (B)(4) the products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. The review identified the evacuation of hematoma approximately seven years and six months ago. Implants remain implanted. No other information has been found. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed a hematoma post implantation. A reoperation was subsequently performed two days post implantation to evacuate the hematoma. No implants were explanted. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4 - primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.